Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #42511400711, persona articular surface, lot #62707947. Catalog #42540000035, persona all poly patella, lot #62816528. Catalog #42500606201, persona cement femoral component, lot #62784065; manufactured at zimmer (B)(4). These devices are used for treatment. A product history search identified no other complaints for the part and lot combination of any of the tibial, femoral, patellar, or articular surface components. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the person the personalized knee system and persona the personalized knee system all-polyethylene patella package inserts pain is a known adverse effect associated with this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain and needing to wear a knee brace.